Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed. Also, evaluation found the forceps channel port was dented, the scope cover unit was deformed, the scope connector and plug unit had corrosion due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had a leak at the connection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the coating of the connecting tube was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the insertion section coating peeled off occurred by stress to the insertion section such as the following: ·physical stress on the insertion section by rubbing, hitting, etc. ·chemical stress by conducting reprocessing not recommended in IFU (reprocessing manual). ·stress by poor storage environment. (In direct sunlight, at high temperatures, under high humidity, exposed to x-rays and/or ultraviolet rays, etc.) However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿1.4 precautions: olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found.¿ ¿·store the endoscope and accessories in an endoscope storage cabinet that also protects the equipment from physical damage. ·to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. ·to prevent damage, do not store the endoscope and/or accessories with chemicals or in a gas-generating area. ·do not coil the endoscope¿s insertion tube or universal cord with a diameter of less than 12 cm. Such improper storage may damage the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected: b3, b5 - this was inadvertently not included on the previous medwatch.

Event description:
The device was sent in not properly reprocessed. The defect occurred during the check as part of the reprocessing. No patient or procedure was involved.